Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for use after expiration from this lot. It should be noted that the xience v everolimus eluting coronary stent system instructions for use (IFU)states: note the use by date. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 3.0x15mm xience v stent was implanted in the patient anatomy past the expiration date. Date of implant was (B)(6) 2014. Expiration date was 11/01/2013. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.